Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record was reviewed by supplier which was based on the potential part number packed with the kit. No nonconformances or deviations were noted. The event description states needle broke off inside the patient and had to be retrieved. The unit was not returned for investigation. Additional information on the procedure was requested. No response was provided. It was determined that most likely cause being related to user over stressing the needle. This is undeterminable without product evaluation. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing record were reviewed, preliminary there were no nonconformance related to this lot. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: customer states during case the needle broke off inside patient and needed to be retrieved. Multiple attempts have been made for further information, however, this has been unsuccessful.